Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged battery. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, power on self-test and internal battery test was performed. During the power on self-test the device experienced a battery alarm. The cause of the alarm was a damaged battery. The battery was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.